Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that alert/notification settings issue occurred. According to the reporter, on approximately (B)(6) 2025, the alarms for high and low sounds sometimes come on their receiver, but sometimes they don't. He has it set to the "normal¿ threshold alerts of low 5.5 mmol/ l and high 22 mmol/l. The patient stated he fell down and collapsed outside. The neighbor saw it happen and called an ambulance. He was treated with dextrosol (dextrose) tablets by the ambulance staff and taken to (B)(6) hospital. The patient stayed at the hospital for about 3 hours. The patient was unable to provide any blood glucose value taken during the event, but the cgm reading was low, and they received no alert from their receiver. At the time of the report, the patient had recovered. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional event or patient information is available.